Manufacturer narrative:
(B)(6). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, during retrograde intrarenal surgery (rirs), the doctor tried to grab a 1.5 mm stone in the lower calyx with an ngage nitinol stone extractor and the basket would not close. The device was removed. They did not have another ngage extractor and they used a laser to break up the stone and used a cook ncircle extractor to complete the procedure. No section of the device remained inside the patient's body. The patient did not require any additional procedures due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No new patient or event information since the last report was submitted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Event summary: cook was informed of an incident involving a ngage nitinol stone extractor. It was reported that the basket would not close during a stone removal procedure. The patient reportedly experienced no harm as a result of the issue. Investigation ¿ evaluation: a visual inspection and functional testing of the returned device was conducted. A document-based investigation was also performed including a review of complaint history, device history record, the instructions for use, manufacturing instructions, and quality control data. The device was returned with the handle and the basket formation in the open position. The mlla (male luer lock adapter) and collet knob were tight and secure. The polyethylene terephthalate tubing [pett] measured 3.5 cm in length. The support sheath was straight. One of the wires in the basket formation was broken. Functional test determined the handle does not actuate the basket formation. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A lot history search found one other complaint had been reported for this lot, but it was concluded the two issues were not related. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: suggested handling instructions for extractors and forceps caution: this device is conductive. Avoid contact with any electrified instrument. Caution: sterile if the package is unopened or undamaged. Do not use if package is broken. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Important: enclose device in sheath before removing from tray/holder. Important: excessive force could damage device. Store in a dark, cool, dry place. The returned device was found to have 1 or the 3 basket wires broken. The broken wire would have prevented the basket from closing properly. The provided information stated the issue occurred during use. No cause for the broken wire was apparent, the cause could not be determined. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.